Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with the product mandrel and balloon protector still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. The device was placed into a water bath to soften the blood inside the device. A pinhole was found in the balloon approximately 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.